Event description:
Information received from the field notes that the patient presented to the emergency room feeling faint with a heart rate of 30 ppm. The device could not be interrogated and there was no magnet response. The battery was depleted to the point where telemetry was no longer possible.